Event description:
It was reported, that the patient presented in clinic for follow up. Upon interrogation, it was noted, that the right ventricular (rv) lead was exhibiting high capture threshold. The rv lead was explanted and new rv lead was implanted. The patient was in stable condition.

Manufacturer narrative:
UDI not available. As product was manufactured on or before 23 sep 2014.